Event description:
When deployed AED altered between shock decisions. (B) (4).

Manufacturer narrative:
Method: cdr was reviewed for this incident. Conclusion: this report is being filed as it cannot be concluded that recurrence will result in adverse event.